Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) as seen on the presenting electrogram (egm). Upon review, the health care professional (hcp) stated that there were intermittent rv loc. Technical services (ts) stated that the threshold values were at 2.2v and the output was programmed to 5v. This lead remains in service. No adverse patient effects were reported.